Manufacturer narrative:
The technician found the foot brake caster was not holding. The foot brake caster was replaced by the technician to resolve the issue.

Event description:
The account alleged that the brakes were not holding. No pt impact.